Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that reservoir lip comes off sometimes but reservoir still lock in place. Customer experienced low blood glucose in the range of 60mg/dl which was treated by drinking juice. Customer declined troubleshoot for low blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer and missing reservoir tube o-ring. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Programmed insulin pump with the current time and date and monitored for seven days. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. Insulin pump also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.